Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to retracted leaflets, central malcoaptation, and severe regurgitation. The patient presents with reduced exercise tolerance. The tpvr was successfully performed with a 29mm 9755rsl valve. Concomitant embolization of 2 separate branches of glenn, decompressing venous collateral vessels. The patient was in stable condition post-procedure and discharged on pod #1. Pre-op cath/echo: severe pulmonic valve regurgitation, the leaflets appear retracted and there is a large central malcoaptation, which is surprising for a bioprosthetic valve placed less than 5 years. This may be influenced by the hemodynamics from the previous glenn procedure. Per fcs: ic believes it could be related to the resilia treatment of the leaflets, so there was some hesitation proceeding with s3ur, we will see how this thv performs for this patient. Cardiac MRI: a bidirectional flow jet is seen between the main pulmonary artery just beyond the valvular prosthesis and the aortic root at the level of the sinuses of valsalva, suggesting a defect/communication at this location, which is of uncertain hemodynamic significance.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, g3, g6, h2, h6: (component code, type of investigation, investigation findings, investigation conclusions). H11: corrected data: h6: (health effect clinical, device codes). Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. A CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including congenital defect, age, and prior bidirectional glenn shunt procedure.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to severe regurgitation. The patient presents with heart failure nyha ii. The tpvr was successfully performed with a 29mm 9755rsl valve. Concomitant embolization of 2 separate branches of glenn, decompressing venous collateral vessels. The patient was in stable condition post-procedure and discharged on pod #1. Pre-op reports: tee: a bioprosthetic pulmonic valve is present and that has severe pulmonic regurgitation. The mpa and proximal rpa are dilated. Venovenous collateral originating from the innominate vein near the origin of the previously vascular coils and plug. These vessels appear to empty into the left atrium. Newly diagnosed heart failure nyha class ii. Echo (tte): pulmonic valve, there is no stenosis. Severe pulmonic valve regurgitation is present. Pv pg max: 16 mmhg. Pv pg mean: 7 mmhg. Dysplastic tricuspid valve with likely moderate eccentric regurgitation. Cta chest: status post bioprosthetic pulmonic valve replacement. The inner diameter of the valve measures 24.0 x 23.5 mm (cross-sectional area= 441.4 mm^2; circumference= 79.9 mm). Cardiac MRI: s/p bioprosthetic pulmonic valve replacement with severe insufficiency (rf= 68%) and mild stenosis (peak velocity138 cm/s; approximate peak pressure gradient= 8 mmhg). A bidirectional flow jet is seen between the main pulmonary artery just beyond the valvular prosthesis and the aortic root at the level of the sinuses of valsalva, suggesting a defect/communication at this location, which is of uncertain hemodynamic significance. Cardiology h&p impression: severe pulmonic valve regurgitation, the leaflets appear retracted and there is a large central malcoaptation, which is surprising for a bioprosthetic valve placed less than 5 years. This may be influenced by the hemodynamics from the previous glenn procedure. Per fcs: ic believes it could be related to the resilia treatment of the leaflets, so there was some hesitation proceeding with s3ur, we will see how this thv performs for this patient. External tee/MRI imaging review: images support the presence of thickening of the bioprosthesis leaflets and severe pr. However; there is not good visualization of bioprosthesis leaflet anatomy. The proximity of the bi-directional shunt to the 11500a bioprosthesis in the pulmonic valve position raises the question of whether flow turbulence associated with the shunt could have caused or contributed to bioprosthesis structural deterioration.